Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that during surgery, the guide wire broke in the vertebral body. The guide wire was removed from the vertebral body. The patient is ok.